Manufacturer narrative:
H.6. Investigation summary: photos received for investigation. Two photos observed wit illegibility of the lot number. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Possible root cause for package print permanency is lack of pressure of machinery. Defects are located within the acceptable quality limit, but trends are monitored for better control of the defective reported. Corrective action for print permanency is adjusting the line printer.

Event description:
It was reported that an unspecified number of syringes 3ml ll 200 s/c experienced a smeared label/package/print permanency illegible, noted prior to use. The following information was provided by the initial reporter: only 97 products were in the shelf carton. Also printing defect on some products.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 3 ml ll 200 s/c experienced a smeared label/package/print permanency illegible, noted prior to use. The following information was provided by the initial reporter: only 97 products were in the shelf carton. Also printing defect on some products.